Event description:
It was reported that an x-ray image of the patient revealed that this right atrial (ra) presented a conductor fracture due to a possible subclavian crush. The device was reprogramed as a safety measure until the replacement procedure was performed. Noise was also reported for this ra lead. A few days later, the lead was explanted and successfully replaced. No additional adverse patient effects were reported. The product is not expected to return.